Event description:
A ventilator was returned to the manufacturer for service with an internal battery failure error code found in the device's error log. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the internal battery failure was not confirmed. Additionally, the inlet air path assembly and removable air path foam was replaced per remediation. Also, the blower assembly, stirring fan, stirring fan retainer, flow sensor assembly, and tubing kit will need to be replaced dur to contamination. It is recommended to replace the blower assembly, stirring fan, stirring fan retainer, flow sensor assembly, tubing kit, and feet. The customer requested this device be returned unrepaired.